Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during preparation for an open laparotomy, 6 needles were found to be parked when there were supposed to be only 5. There was no patient injury.